Manufacturer narrative:
(B)(4). This report is being submitted late due to remediation efforts.  Report source, foreign ¿ events occurred in (B)(6). DHR review was unable to be performed as the lot number of the device involved in the event is unknown. The device has not been returned for review. However, this issue has been observed previously and was investigated. Design modifications were made to address the bolt fracture and were implemented. No further investigation is required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product was not returned for evaluation.

Event description:
It was reported that the continuum cup inserter's thread broke while putting the continuum cup into the acetabulum. Product was to be returned, but it was not in shipping box. There was a large hole in the box.